Event description:
The report received from the affiliate states that the stent became dislodged with in the sheath only. No additional patient or procedural information was provided.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by the (B)(6) registry, the patient experienced hypotension after post-dilation of the precise stent which was medically treated. The report received from the affiliate states that the stent became dislodged within the non-cordis cook sheath introducer. The target lesion location was the renal artery. The product looked normal when taken from its packaging. There was no difficulty prepping the device. When the palmaz blue stent delivery system was being advanced through the sheath the stent dislodged at the mouth of the sheath. The stent remained on the wire within the sheath and the sheath along with the sds was removed from the patient as single unit. The lesion was treated with another device and there was no reported injury to the patient. Analysis of the returned device shows that the balloon had been inflated and deflated prior to return. One non sterile catheter aviator plus 6.0mm x 17.0mm 142.0cm was received coiled inside a plastic bag. The balloon was inflated and deflated. There were inflation medium observed in the balloon. The stent was not received with the returned device. No other anomalies were observed in the returned device. Stent marks were noted in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodged-with in guiding catheter failure was confirmed. However the exact cause could not be determined since the balloon showed marks of stent between the 2 marker bands and the balloon was inflated and deflated; neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. Therefore, no corrective/preventive action will be taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.